Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected pump shutdown occurred. Customer's blood glucose level was over 600 mg/dl. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.